Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the extension legs were kinked was confirmed but the exact cause was undetermined. Two photographs were provided for investigation. Both photos showed the extension legs of a dialysis catheter. The clamps appeared to be open in photo #1. The arterial extension leg was observed to be compressed and exhibited the compression pattern from the clamp. The clamp had been moved away from the compressed region of the tubing. Blood was visible within the extension legs and was observed on both sides of the compressed region of the extension leg. Whether the compressed tubing prevented adequate flow could not be determined from the photograph. It could not be determined from the photographs if the venous lumen was compressed. While clamping during use appeared to be a contributing factor, the root cause of the reported event could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the red part of the catheter tubing developed a kink (pinched), making the catheter unable to infuse at 150 ml/minute flow in either direction. They stated the physician was quite upset about the inability to dialyze. The device was placed approximately three weeks ago. The patient is on home hemodialysis and is a physician's wife with meticulous care to the catheter. It was stated that the patient is stable and starting to use fistula. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the red part of the catheter tubing developed a kink (pinched), making the catheter unable to infuse at 150 ml/minute flow in either direction. They stated the physician was quite upset about the inability to dialyze. The device was placed approximately three weeks ago. The patient is on home hemodialysis and is a physician's wife with meticulous care to the catheter. It was stated that the patient is stable and starting to use fistula. No reported patient injury.